Event description:
According to the reporter, using duraseal (ready-made dural sealant) with duragen (dural graft matrix) has created problems. Duragen is supposed to allow tissue to grow in naturally, but with duraseal use it turns into a cottage-cheese like substance impeding the natural growing of tissue. Procedure was a synthetic bone flap implantation while patient was undergoing a craniotomy. Other pertinent info: right, frontal, parietal brain tumor grown into skull bone. Additional info: in a follow up call on oct 1, 2008, the hospital risk manager reported that the initial surgery was performed in 2008. The problem with the duragen was discovered during a follow up surgery at about two months later.

Manufacturer narrative:
In a follow up call between the surgeon, and the covidien distributor on oct 15, 2008, the surgeon reported that this is a case of late leak involving duraseal and durepair. He was not sure of the cause, but he felt that this was a more like a fluid collection found upon redo surgery and exploration. This is in conflict with the original medwatch report of duraseal use with duragen. A study of duraplasty onlay grafts in a craintotomy preclinical model has shown that duraseal is compatible with commonly used collagen duraplasty onlay grafts, including both duragen dural graft matrix, and durepair dura regeneration matrix. The study concluded that histologically, the application of duraseal over the collagen duraplasty was not associated with neurotoxicity, delayed healing, degenerative changes, increased dura-brain adhesions, or impaired neodura formation. The duraseal IFU states: "the duraseal dural sealant system is intended for use as an adjunct to sutured dural repair during cranial surgery to provide watertight closure". The IFU further cites the incidence of csf leaks in the clinical study: "the incidence of post-op csf leaks in this study was 4.5%. Of these, 1.8% were incisional and 2.7% were pseudomeningoceles". The duraseal IFU also states: "do not use in patients younger than 18 years of age".